Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No serial number was identified with this complaint. Therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Root-cause was determined to be an user error, as the user always needs to visually confirm the result and adjust if needed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.2.b. The correct procode was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a technician mistakenly performed pre-registration for the wrong patient eye in unknown eye during unknown surgery. The system accepted the registration. After docking, the physician proceeded with registration, which the system again confirmed. The laser procedure was completed before the physician realized that the wrong patient profile had been used. Both system confirmations were for the incorrect patient, and the uploaded files reflect the name of the patient who was mistakenly registered for the procedure.